Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed and kinked on the exposed portion. The damage to the soft cannula caused the length to measure outside of specifications. The exact timing and cause of the soft cannula damage could not be determined. Both the top and bottom housing components had cracks which allowed fluid to leak inside the pod. The exact timing and cause of the housing cracks could not be determined. As a result, corrosion was seen on the pcb, commutator cap, and batteries. After multiple attempts, the pod data was unable to be downloaded from the device due to the corrosion on the pcb. During fluid path testing, fluid flowed freely through the complete fluid path and no leaks were observed. The needle mechanism assembly showed no damages or deficiencies that would indicate an issue with deployment. The environmental seal and bottom housing showed no signs of damages caused by a needle deploying into them. The needle mechanism was reset and deployed; no signs of an abnormal deployment were observed. Because of this and the lack of rotational sensor data, the reported needle deployed late event could not be confirmed. Due to the inability to download the pod's data, it cannot be confirmed that a hazard alarm was generated by the pod. The cause for the reported hazard alarm could not be determined.

Event description:
A patient reports while activating a pod the needle had failed to deploy. The patient reports after removing the pod from the infusion site they had received a hazard alarm and the needle had then deployed late.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.5. Smartphone hardware: iphone14.3. Cgm sensor type: g6.